Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the ext.receivedmessages table on the server showed that order message processing experienced a delay starting around 14:49, resumed at approximately 15:37, and fully caught up by 15:51. The tss confirmed that the issue resolved itself. Further the tss sent requesting confirmation of order processing, to which the customer later responded confirming that all orders were successfully processed and the system was back on track, aligning with the observed recovery timeframe and indicating no further impact. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over and all stations were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.